Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: investigation revealed that the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed internal moisture on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).